Manufacturer narrative:
Findings: pump passed the prime and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked case at display window corner, battery tube threads, minor scratched display window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 436 mg/dl at the time of the incident. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they tried all remedies to resolve the issue but was unsuccessful. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.